Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center requesting assistance with ending therapy during initial drain on the homechoice. The home patient (hp) stated that her husband set up the supplies incorrectly, and she wanted to start over with new supplies. The technical service representative (tsr) assisted the hp to end therapy. The hp was to start over with new supplies and call back with any questions. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of the caregiver setting up supplies incorrectly was not confirmed since the actual sample was not returned for evaluation. During investigation by baxter, this incident was determined to a use/user error. There was no allegation of a product malfunction; therefore, a batch review will not be performed. Based on the information gathered during baxter's investigation, the cause of the use error was not determined. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.